Event description:
A patient reported that they feel like the aligners don't fit on their very back right top tooth. The patient was wondering if it was normal, or do they needed to file down or if it wasn't normal. The patient feels a sharp edge on the back and like a small gap. The patient is unable to bite all the way down but wasn't sure if that was the aligner doesn't fit or just because their bite is off and what it's correcting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.